Event description:
The customer reported during the procedure, they received an 'unrecoverable alarm, please abort procedure' alarm. The patient information is unavailable at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a trima accel set was received for investigation. Upon visual inspection the reservoir was noted to be full. No mis-assembles or defects of the set were noted. Blood was noted to have gone up the line into the vent bag. Red blood cells were noted in the line to the platelet bag. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. There is no safety issue with the alarm experienced by the customer. This alarm is considered a fail-safe condition. A service call subsequently tested and confirmed the functionality of the upper and lower level sensors. Root cause: a definitive cause for the reported alarm remains undetermined at this time. This incident is believed to be related to a first cycle seen too soon alarm. This alarm is generated by an early detection of fluid at the upper level sensor. Potential causes include but are not limited to: air block in plasma line. Centrifuge was stopped during first cycle. Upper level sensor that requires cleaning. An operator spiking the ac prior to the system prompt. Variations in the disposable set. Software interpretation of the level sensor signal triggers alarm corrective action: version 6.0 software has improved the accuracy of detection of the fluid transition at the upper level sensor, which results in better accuracy in detection of this alarm.

Event description:
(B)(6).